Event description:
MDR decision date: (B)(6) 2013. On (B)(6) 2013 - (B)(6). No serious injury alleged. Malfunction alleged. Provider states sling has not been bleached or dried and it is coming apart. MDR filed.